Event description:
It was reported that vessel dissection occurred. The target lesion, located in the left anterior descending artery, was predilated with 2.50 mm and 2.75 mm non-compliant balloons. Then a 2.50 x 38mm synergy xd drug-eluting stent was deployed and post dilated with a 3.00 mm non-complaint balloon. Cine revealed a proximal edge dissection and the patient experienced chest pain. The dissection was covered with another stent to complete the procedure. There were no further patient complications. Patient was stable and fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis since it was implanted; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that a dissection occurred and the patient experienced a chest pain. The dissection was covered with another stent to complete the procedure. There were no further patient complications. Patient was stable and fully recovered. Dissection is listed within the instructions for use (IFU) as potential risks associated with the procedure and use of the synergy xd device. Occurring of the dissection most likely led to the chest pain and requirement of the additional device. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU.

Event description:
It was reported that vessel dissection occurred. The target lesion, located in the left anterior descending artery, was predilated with 2.50 mm and 2.75 mm non-compliant balloons. Then a 2.50 x 38mm synergy xd drug-eluting stent was deployed and post dilated with a 3.00 mm non-complaint balloon. Cine revealed a proximal edge dissection and the patient experienced chest pain. The dissection was covered with another stent to complete the procedure. There were no further patient complications. Patient was stable and fully recovered.